Event description:
It was reported that during a fistulogram and declotting procedure, a balloon detachment occurred. The lesion was located in the mildly tortuous left brachial vein. The physician made an incision to expose the graft and a transverse incision was made in the graft. Thrombectomy was performed at the graft main junction using a #5 fogarty thrombectomy catheter. The patient was administered 5000 units of heparin. An unspecified contrast media was injected into the vein at which time fluoroscopic visualization noted "a large stent on the vein that is 70% stenosed and a 90% stenosis in the axillary vein". The blue max 8mm x 8mm balloon catheter was advanced for dilatation of an unspecified stenosis, however, it was noted that the stenosis was "very resistant to dilatation". The physician advanced an unspecified high pressure balloon catheter and inflated the balloon to 26atms to achieve dilatation of the lesion. An unspecified cutting balloon was advanced to the "site of the stricture" and the blue max 8mm x 8mm balloon catheter was again advanced and was inflated to 26atms pressure at which time the balloon ruptured and detached from the catheter. An unspecified thrombectomy catheter was advanced over an unspecified guide wire beyond the detached balloon and inflated. The balloon was "dragged down through the graft and was completely removed". Contrast was injected and fluoroscopic imaging revealed that "venous flow appeared to be excellent". The patient's status is reported as "ok".